Event description:
The sales are used to lock narcotic boxes on crash carts and in the operating rooms. The seals are made of a string of little beads that theoretically can only go into the device one way; the seal has to be broken for removal. The reporting pharmacist knew that the blue seals were failing (the beads could be pulled back through the device) because valium had been stolen from a crash cart. Upon deciding to check the red seals, the rptr found that 21 failed out of 52 that were tested. The item number of the red seal is 7820 and of the blue seal is 7827.